Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there was no display and the button did not respond due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
Additional information identified that the procedure progressed using another similar non-olympus device and procedure was completed. There was no emergency due to the event and no delay reported. There was no medical intervention required during the event. And the patient outcome was normal.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields:

Event description:
The customer reported to olympus that during therapeutic laparoscopic cholecystectomy, the high flow insufflation unit front panel did not light up and hence could not be operated as there was no display on the front panel and no button response. Also, some sound was coming from equipment, which was identified as abnormal and not an alarm sound. As such, the procedure was cancelled. Though the procedure was cancelled due to the reported malfunction, there were no reports of any missed critical diagnosis, delay of critical treatment, or that the procedure was being done emergently. There were no reports of any adverse health hazards to the patient.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of no display was confirmed due to a faulty printed circuit board. The reported issue of no button response was identified. No abnormal sound was detected. The device evaluation also found the following: there was improper gas flow (low flow rate sometimes) due to a faulty k-connector unit, the dampers were broken, and the connector on the manifold unit was broken.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.